Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding genital') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), memory impairment ("forgetfulness"), feeling abnormal ("mind fog"), urinary tract infection ("frequent uti"), acne ("acne breakouts"), abdominal distension ("bloating"), pruritus ("scalp itch"), alopecia ("hair fall"), flatulence ("gas"), restless legs syndrome ("restless leg syndrome") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, memory impairment, feeling abnormal, pruritus, flatulence, weight increased, restless legs syndrome and migraine outcome was unknown. The reporter considered abdominal distension, acne, alopecia, feeling abnormal, flatulence, genital haemorrhage, memory impairment, migraine, pruritus, restless legs syndrome, urinary tract infection and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- restless leg syndrome , migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant follow-up information (quality-safety evaluation of product technical complaint) serious (s3), spontaneous case for essure was received on 04may2020. While processing information as significant, erroneously ticked a previous non-significant follow-up dated 23mar2020 as significant .correct last clock start date should be (B)(6) 2020. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding genital') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), memory impairment ("forgetfulness"), feeling abnormal ("mind fog"), urinary tract infection ("frequent uti"), acne ("acne breakouts"), abdominal distension ("bloating"), pruritus ("scalp itch"), alopecia ("hair fall") and flatulence ("gas") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, memory impairment, feeling abnormal, pruritus, flatulence and weight increased outcome was unknown. The reporter considered abdominal distension, acne, alopecia, feeling abnormal, flatulence, genital haemorrhage, memory impairment, pruritus, urinary tract infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeing genital') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), memory impairment ("forgetfulness"), feeling abnormal ("mind fog"), urinary tract infection ("frequent uti"), acne ("acne breakouts"), abdominal distension ("bloating"), pruritus ("scalp itch"), alopecia ("hair fall"), flatulence ("gas"), restless legs syndrome ("restless leg syndrome") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, memory impairment, feeling abnormal, pruritus, flatulence, weight increased, restless legs syndrome and migraine outcome was unknown. The reporter considered abdominal distension, acne, alopecia, feeling abnormal, flatulence, genital haemorrhage, memory impairment, migraine, pruritus, restless legs syndrome, urinary tract infection and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- restless leg syndrome , migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received-new event restless leg syndrome , migraine were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding genital') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), memory impairment ("forgetfulness"), feeling abnormal ("mind fog"), urinary tract infection ("frequent uti"), acne ("acne breakouts"), abdominal distension ("bloating"), pruritus ("scalp itch"), alopecia ("hair fall") and flatulence ("gas") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, memory impairment, feeling abnormal, pruritus, flatulence and weight increased outcome was unknown. The reporter considered abdominal distension, acne, alopecia, feeling abnormal, flatulence, genital haemorrhage, memory impairment, pruritus, urinary tract infection and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- feeling abnormal, forgetfulness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu1&2&3&4 process together social media received : new event added:frequent uti, bloating, gas, acne, weight gain. On 23-mar-2020: fu1&2&3&4 process together. New event added:scalp itch. On 23-mar-2020: fu1&2&3&4 process together. New event added:hair fall. On 23-mar-2020: event genital bleeding with medically significant and ir was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.